Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with critical pump error (open book image). Unit was successfully downloaded using thump software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 35. Pump error 35 was a hardware issue triggered on (B)(6) 2024 at 09:18:09.000 due to force sensor failure. Problem isolated electronic assemblies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap locks properly into the reservoir compartment. Force sensor zero offset within spec (23 mv). The following were noted during visual inspection: cracked keypad overlay and scratched case. Per observation that the knit line near the belt clip plate is normal. In conclusion, customer concern for cosmetic damage was not confirmed at the back of the pump however, cosmetic damage confirmed where cracked keypad overlay and scratched case were noted. Critical pump error (open book image) was confirmed due to pump error 35. Pump error 35 was confirmed in the history files due to hardware issue. Problem isolated electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.